Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed monitor only for tachy mode when interrogated. The physician had interrogated the device, but had selected monitor plus therapy mode. The local guidant representative sent a disc of information from the device for engineering to review.